Manufacturer narrative:
(B) (4).

Event description:
Procedure type: urological. According to the reporter: the client reports that the balloon burst during utilization. No patient injury reported. No additional information available at this time.